Event description:
It was reported that the patient was admitted with endocarditis involving the entire pacing system. Transesophageal echocardiogram revealed that the right atrial lead has vegetation. The entire system was explanted and replaced with a single chamber pacemaker on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.